Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, it was noticed that a piece of the ceramic insulation at the distal end of the resection sheath had broken off and was missing. It could not be conclusively determined whether the fragment fell into the patient during the procedure and the missing fragment could not been located. The intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2019-01-28). The investigation confirmed that a fragment of the ceramic insulation at the distal end of the resection sheath had broken off. Furthermore, there are two clearly visible cracks through the ceramic insulation. The cause of this damage and the breakage of the ceramic insulation is most likely mechanical overload by the application of excessive force (e.g. Impact, fall, shock or similar stress) in combination with thermal overload (excessive high-frequency output power). Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.